Event description:
It was reported that the patient underwent a posterior lumbar spinal surgery. It was reported that the setscrew slipped during insertion. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.